Manufacturer narrative:
Device evaluated by manufacturer: the returned rotawire device was received with the rotapro burr still loaded and could not be removed. Upon inspection, the guidewire body exhibited multiple bends and kinks, measured at distances of 16.0, 29.0, 29.5, 62.0, and 116.0 inches from the distal end to proximal. Microscope examination revealed that the spring tip was also bent and kinked. During dimensional analysis, the guidewire measured 130.0 inches in total length, which falls within the acceptable range of 129.0 to 131.0 inches. This confirms that the guidewire was returned intact, with no evidence of fracture or detachment. Inspection of the remainder of the device presented no other damage or irregularities. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that rotapro catheter perforation occurred, and additionally the related rotawire was found to have a become entrapped on the burr upon device evaluation. A 1.50mm rotapro burr was selected to treat a 50% stenosed, mildly tortuous and moderately calcified lesion via percutaneous coronary intervention (pci). The rotawire was advanced across the lesion, a rotational speed test was performed and set at 180,000 rpm. Subsequent to two or three ablation runs, while the burr was parked proximal to the lesion, and the burr was unable to maintain the set rotational speed in normal mode. The system displayed a "stall" message, and the burr was withdrawn from the patient. Upon inspection, the device showed difficulty flushing, with visible blood within the catheter and small ruptures on the catheter. The physician suspected small raptures contributed to difficulty to flush. The procedure was successfully completed with another same rotapro device. No complications were reported. However, based on the additional information from the related complaint investigation result, it was confirmed that the rotowire was stuck with the burr and could not be removed.